Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017: during follow-up, the customer reported that they have not experienced any more occlusions since changing their cartridge. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer could not recall if past blood glucose (bg) levels were affected; the current bg level was 193 mg/dl. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. A pump system check was performed using the current pump supplies. During the pump system check, there were air bubbles observed in the tubing and the occlusion was found to be within the cartridge. Reportedly, the customer uses supplies for three days but current supplies had only been in use for one day. Tandem technical support educated the customer that humalog is indicated to be used for up to two days. The customer was to change out their cartridge.